Event description:
During robotic cholecystectomy, the first assist attempted to remove the gallbladder from the abdomen using the covidien endo catch gold specimen retrieval pouch reference # 173050g. The bag ruptured while attempting to pull it through the abdominal trocar incision. Surgeon states "this is at least the seventh time this has happened with that pouch". Wound class changed to contaminated secondary to intraperitoneal gallstone spillage. Pt: 1735. Device: 1546. Referenced reports: mw5190147, mw5190149, mw5190150, mw5190151, mw5190152, mw5190153. This report captures endo catch gold #2.